Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Add'l info was requested on 09/14/2010, 09/17/2010, and 10/04/2010 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).

Event description:
A surgeon reported a pt with a myopic surprise following intraocular lens (iol) implant surgery. He also reported that the pt had diffuse corneal edema that occurred on day 1 postoperative, which took a week to heal. In addition, he said that even with the distance correction in place, the pt required a +2.25d add to read j1. In a f/u, the tech stated that the surgeon is unsure of the cause of the surprise; the corneal edema was treated with medication and resolved. Add'l info has been requested.